Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and down arrow buttons were harder to press. It was also reported that the rubber that covers all of the buttons came off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover and button contacts were detached and missing from the pump. The keypad could not be tested due to missing button contacts. Unrelated to the original complaint, the text on the display screen was dim and discolored. The contrast could not be tested due to the damaged keypad.